Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the sensor was broken. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised the sensor for analysis. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.